Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched display screen. No cracks noted at display window.

Event description:
Customer reported that the insulin pump casing was cracked. The blood glucose reading was 248 mg/dl. She reported that the glass on the screen was cracked due to being bumped into something. Nothing further was reported.